Event description:
Customer reported "dilator frayed at the tip". No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The dilator contained obvious signs of use in the form of biological material. Visual examination revealed an overall slight bend in the dilator body. The dilator tip appeared to be split and frayed, which is damage consistent with undue force being applied to the tip. The total length of the dilator body measured to be 3.80" which is within specifications of 3.75-4.25" per product drawing. The outer diameter of the dilator body measured to be 0.134" which is within specifications of 0.134-0.138" per product drawing. The inner diameter of the distal tip could not be measured due to the damage observed. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The customer report of a damaged dilator was confirmed by complaint investigation of the returned sample. The overall dilator was slightly bent and the distal tip was frayed and damaged. This appearance is consistent with undue force being applied to the dilator tip. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "dilator frayed at the tip". No patient injury or consequence reported. The patient's condition is reported as fine.